Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during a firmware upgrade the pulse generator went into backup vvi mode. After a device firmware download and setting the device to nominal settings, normal device function resumed. The patient was in good condition before, during and post event. No additional information was reported.